Manufacturer narrative:
This device is an investigational device in (B)(4). PMA/510(k)# of similar device: p100022/s001. This follow up is being submitted due to the completion of the investigation the ziv6-35-125-5.0-60-ptx-ci stent of lot number c1010055 was implanted in the patient and is therefore unavailable for evaluation. With the information provided a document based investigation was carried out. Images were provided to support the complaint investigation. These were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: ¿findings: implantation angiography, 9 months post implantation CT, and year follow-up ultrasound were provided along with the complaint report. Calibration was performed off the undeployed stents and transferred to the other images via the calibration tape with exhibited 19% minification error. The target lesion was 2 focal severe mid to distal sfa stenoses separated by 10cm. The proximal stenosis was 74% (1.2mm/4.6mm) and the distal stenosis 65% (1.4mm/3.9mm). The inflow was without limitation however the runoff was poor. All tibial vessels demonstrated occlusions with the majority of the anterior tibial and posterior arteries occluded and occlusion of the proximal peroneal artery. The peroneal artery was reconstituted by collaterals and provided runoff to the ankle. At the ankle it reconstituted the distal posterior tibial artery which extended into the foot. The lesion was treated with 4mm angioplasty. The proximal stenosis improved to 45% (2.5mm/4.4mm) and the distal stenosis improved to 27% (2.5mm/3.4mm). The 8cm stent was implanted across the distal lesion and the proximal stent implanted across the proximal lesion. Overlap was 1cm for a total stented length of 13cm. No residual stenosis remained after post stent implantation angiography. The cta was provided in a format that could only be reconstructed with osirix. Although the scan could not be windowed and leveled in the provided format, coronal reconstruction demonstrated occlusion of the distal stent just proximal new angulation of the mid stent. The angulation was located at the adductor canal. (Fig 1) the sfa proximal the stent was small likely as a result of the downstream occlusion. The sfa distal the stent occluded to the popliteal artery (pa). Neointimal hyperplasia narrowed the remaining distal stent and the proximal stent. Patency was present as sfa branches filled from the stented sfa to just superior the occlusion. The follow-up ultrasound was unlabeled so the location of occlusion within the stent is unknown however it likely was in the distal stent given the preceding cta. Impression: distal stent occlusion associated with acute angulation at the adductor canal developing between 9 months and implantation is confirmed on cta. The occlusion as again observed on ultrasound. Neointimal hyperplasia of the proximal stent (60mm stent) was also confirmed. Significant findings relative to the patient¿s anatomy were observed. The sfa was small. Significant findings relative to the disease state were observed. Distal runoff was severely diseased. No continuous tibial vessel runoff was present. Significant findings relative to the use of the device was not observed. Significant findings relative to the design or performance of the device were observed. The proximal stent (60mm) developed neointimal hyperplasia and the distal stent occluded just proximal acute stent angulation.¿ the complaint can be confirmed as imaging revealed neointimal hyperplasia developed in the proximal (60mm) stent. According to the imaging review, neointimal hyperplasia of the proximal stent was confirmed. Distal stent occlusion was also confirmed on cta and ultrasound. From complaint information, it is known that the patient had pre-existing conditions including hypertension and diabetes mellitus type ii. In addition, the sfa was small and distal runoff was severely diseased, no continuous tibial vessel runoff was present. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to or amplifies the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with the drug paclitaxel to help prevent subsequent restenosis of the artery. Based on the above, it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction. The most likely cause of this event was the patient¿s condition; however a definitive root cause cannot be determined. It may be noted that as per instructions for use restenosis is a known potential adverse event associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to the complaint information, treatment included prescription of sarpogrelate hcl tablets. No other device related adverse events were reported for the patient. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the completion of the investigation. (B)(4), occlusion/restenosis requiring intervention possibly related to product. The lesion morphology revealed mild calcification and no thrombus. There was no previous intervention in the study lesion. The study leg abi was 0.53 and the rutherford classification was three. The inflow tract was patent and there was no inflow tract stenosis treated prior to study stent placement. There was one patent runoff vessel. Baseline angiographic measurements revealed a proximal reference vessel diameter (rvd) of 4.5 mm, a distal rvd of 4.0 mm and 90% diameter stenosis. The lesion length was 100.0 mm. On 07/10/2014, the patient underwent pre-dilatation of study lesion with one inflation of a 4.0 x 100 mm balloon. One 5.0 mm x 80 mm (lot # c1010052, serial # (B)(4)) and one 5.0 mm x 60 mm ( lot # c1010055, serial # (B)(4)) zilver ptx v study stent was placed in the right distal superficial femoral artery via contralateral access. The implanting physician noted no difficulty using the stent or the delivery system. No non-study stents were used to treat the study lesion. Post-stent dilatation was performed with one inflation of a 5.0 x 100 mm balloon. At the conclusion of the case, there was no residual stenosis remaining in the study lesion. The post-procedural abi in the study leg was 0.85. On (B)(6) 2014 (four days post-procedure), the patient was discharged from the hospital taking aspirin and plavix. On (B)(6) 2015 (187 days post-procedure), the six-month follow-up clinical assessment was performed. The study leg abi was 0.65 and the rutherford classification was two. On (B)(6) 2015 (239 days post-procedure), the patient stopped taking plavix for an unknown reason. On this same date, the site reported an occlusion/restenosis requiring intervention possibly related to the study product after a CT examination. Treatment included the prescription of sarpogrelate hcl tablets. On (B)(6) 2015 (391 days post-procedure), the twelve-month follow-up clinical assessment and ultrasound was performed. The study leg abi was 0.39 and the rutherford classification was three. The ultrasound revealed an occlusion within the study lesion. The proximal portion of the study vessel was not assessable. "Limited exam, stent not clearly visible. Tl occlusion." Reference also related reports 3001845648-2016-00157.

Manufacturer narrative:
This device is an investigational device in (B)(4). PMA/510(k)# of similar device: p100022/s001. The investigation into this device is currently underway, a follow up report will be submitted within 30 days with the investigation conclusions. PMA/510(k)# of similar device: p100022/s001 the investigation into this device is currently underway, a follow up report will be submitted within 30 days with the investigation conclusions.

Event description:
Protocol (B)(6), pt. (B)(6), occlusion/restenosis requiring intervention possibly related to product. The lesion morphology revealed mild calcification and no thrombus. There was no previous intervention in the study lesion. The study leg abi was 0.53 and the rutherford classification was three. The inflow tract was patent and there was no inflow tract stenosis treated prior to study stent placement. There was one patent runoff vessel. Baseline angiographic measurements revealed a proximal reference vessel diameter (rvd) of 4.5 mm, a distal rvd of 4.0 mm and 90% diameter stenosis. The lesion length was 100.0 mm. On (B)(6) 2014, the patient underwent pre-dilatation of study lesion with one inflation of a 4.0 x 100 mm balloon. One 5.0 mm x 80 mm (lot # c1010052, serial # (B)(4)) and one 5.0 mm x 60 mm ( lot # c1010055, serial # (B)(4)) zilver® ptx® v study stent was placed in the right distal superficial femoral artery via contralateral access. The implanting physician noted no difficulty using the stent or the delivery system. No non-study stents were used to treat the study lesion. Post-stent dilatation was performed with one inflation of a 5.0 x 100 mm balloon. At the conclusion of the case, there was no residual stenosis remaining in the study lesion. The post-procedural abi in the study leg was 0.85. On (B)(6) 2014 (four days post-procedure), the patient was discharged from the hospital taking aspirin and plavix. On (B)(6) 2015 (187 days post-procedure), the six-month follow-up clinical assessment was performed. The study leg abi was 0.65 and the rutherford classification was two. On (B)(6) 2015 (239 days post-procedure), the patient stopped taking plavix for an unknown reason. On this same date, the site reported an occlusion/restenosis requiring intervention possibly related to the study product after a CT examination. Treatment included the prescription of sarpogrelate hcl tablets. On (B)(6) 2015 (391 days post-procedure), the twelve-month follow-up clinical assessment and ultrasound was performed. The study leg abi was 0.39 and the rutherford classification was three. The ultrasound revealed an occlusion within the study lesion. The proximal portion of the study vessel was not assessable. "Limited exam, stent not clearly visible. Tl occlusion." Reference also related reports 3001845648-2016-00157.